Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damage observed. Event history log review was performed and showed that the most recent infusions completed with a reservoir volume of zero. Any residual fluid volume is unknown. Visual inspection, sensor verification, and delivery accuracy testing were performed. Investigation was unable to confirm customer's reported problem of "under dose of fluid". The pump downstream occlusion (dso) and upstream occlusion (uso)sensors were tested and found functional, measured within manufacturing specification. The pump was tested for delivery accuracy to verify the pumps accuracy and function. Delivery accuracy testing found the pump within the published specification of +/-6%. No problem was found with the fluid delivery or function of the pump. The actual date of the occurrence of the event is unknown. Investigation testing did not replicate the stated issue. The pump found to be performing as designed. Investigation unable to confirm customer's problem of "under dose of fluid". The pump was tested for delivery accuracy to verify the pumps accuracy and function. Delivery accuracy testing found the pump within the published specification of +/-6%.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the customer suspected medical fluid may have been under dosed because the remaining amount indicated on the screen was about 10 ml while the actual one was approximately 20 ml. This phenomenon occurred with other cassettes used. No patient injury. No reported adverse effects.